Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure to treat atrial fibrillation (a fib) using a faradrive sheath air was seen in the sheath. The sheath was prepped according to the instructions, however, during the procedure the physician noted the "sheath was full of bubbles". They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The faradrive steerable sheath was returned to boston scientific with no observed outer abnormalities. During preparation for leak testing, an attempt to purge the sheath of air/bubbles was unsuccessful. Air was continuously seen in the sheath shaft, and leaking was also observed at the stopcock. The device was examined on the microscope to further inspect the leaking at the stopcock. Microscopy revealed that the likely sources are the creases where the molds meet. Additionally, dissection of the sheath cap revealed that the flush lumen was torn close to the side port, where the adhesive filet bonds the lumen to the hub of the sheath. Subsequently, the valves were inspected using microscopy. No significant damage or deformation was observed. Based on all the available information, the cause of the reported leak was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path. Further investigation is ongoing, and boston scientific is working with the supplier to determine whether any additional solutions will be implemented.

Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure to treat atrial fibrillation (a fib) using a faradrive sheath air was seen in the sheath. The sheath was prepped according to the instructions, however, during the procedure the physician noted the "sheath was full of bubbles". They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath has been returned for analysis.